Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the supplemental 3500a follow-up #1 report. The report submission due date of the follow-up number 1 report was incorrectly documented as 9/9/2021. The correct due date is 10/9/2021. Updated sections: g.3, g.6, h.2, h.10 and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The correct due date of supplemental 1 report is 10/9/2021. It was incorrectly documented as 9/9/2021.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates. The pre-shipment photos were reviewed by the product analysis lab team. Based on the pre-shipment photos provided, it can be determined that the embolic coil is in damaged condition. The damage observed on the embolic coil is near the articulation joint, where the coil remains connected to the resistance heating (rh) coil. It cannot be determined if the embolic coil was detached. A microscopic inspection and further investigation will be performed when the complaint device is returned for analysis. A review of manufacturing documentation associated with this lot (l13995) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization with the target lesion on the anterior communicating artery (acom), the enpower control cable (ecb00018200 / 30473617) was used and several coils were detached. The 1.50mm x 3.00cm galaxy g3 mini coil (glm915030 / l13995) was the eighth coil but it could not be detached. The complaint coil was successfully removed from the patient. The enpower control cable was replaced but the same issue continued. The procedure was completed without the implantation of the eighth coil. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization with the target lesion on the anterior communicating artery (acom), the enpower control cable (ecb00018200 / 30473617) was used and several coils were detached. The 1.50mm x 3.00cm galaxy g3 mini coil (glm915030 / l13995) was the eighth coil but it could not be detached. The complaint coil was successfully removed from the patient. The enpower control cable was replaced but the same issue continued. The procedure was completed without the implantation of the eighth coil. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team. Based on the pre-shipment photos provided, it can be determined that the embolic coil is in damaged condition. The damage observed on the embolic coil is near the articulation joint, where the coil remains connected to the resistance heating (rh) coil. It could not be determined if the embolic coil was detached. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 3.00cm galaxy g3 mini coil was received for analysis. Visual inspection was performed. The device was observed in good, normal condition without any appearance of damage nor anomaly. Microscopic inspection was performed. Under magnification, the embolic coil is observed detached inside the introducer. There is no damage observed on the embolic coil. Functional test could not be performed as the embolic coil is already detached inside the introducer. The device positioning unit (dpu) and the core wire were removed from the introducer to verify if the embolic coil was mechanically detached. The resistant heating (rh) coil was inspected under the microscope and evidence that it had been heated was observed. This suggests that the detachment cycle was initiated with the embolic coil inside the introducer; however, this cannot be conclusively determined. A review of manufacturing documentation associated with this lot (l13995) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the coil embolization procedure with the target lesion on the acom, several coils were detached with the enpower control cable. The eighth coil was the 1.50mm x 3.00cm galaxy g3 mini and the coil could not be detached. The complaint coil was returned and during microscopic inspection, the embolic coil was observed without damage but already detached inside the introducer. The rh coil showed evidence that the detachment cycle had been initiated. The actual observations of the returned device do not align with the preliminary photos of the complaint device provided by the j&j japan affiliate. The embolic coil of the returned device is without damage and has already been detached. The functional evaluation was precluded due to the detached condition of the returned complaint device. There is no evidence of a mechanical detachment or failure of the detachment cycle, the reported issue could not be confirmed. It should be noted that this product failure could be caused by multiple factors. Although no conclusion could be reached on the cause of the reported event, the instruction for use (IFU) does contain the following recommendation: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.9, g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.